Event description:
The caller stated that there was an incident at a hospital facility where the ventilator alarm may not have activated while in pt use. The caller stated this occurred three years ago, 2005. The caller was unable to provide the serial number of the ventilator. The caller would not provide detail as to the specifics of where the event occurred. The caller would not provide any details regarding the adverse effects to the pt.

Manufacturer narrative:
Attempts have been made to obtain further information from the reporter.